Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant had not achieved integration in type ii bone. Clinician reports poor bone quality/quantity, pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant had not achieved integration in type ii bone. Clinician reports poor bone quality/quantity, pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.